Event description:
It was reported that the patient experienced an arrhythmia and asystole. It was also reported that the right atrial (ra) lead exhibited over-sensing of noise during atrial tachycardia/atrial fibrillation (at/af) episodes and pauses. It was also reported that the ra lead exhibited an atrial lead position check fail. It was further reported that the right ventricular (rv) lead exhibited noise and a pause. The ra lead and rv lead were reprogrammed and remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4968-35 lead implanted (B)(6) 2014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.